Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The patient¿s medical history included chronic pain. A hematoma in the pocket was reported. Per the office note from the visit on (B)(6) 2022, the patient was seen in clinic with severe bruising/hematoma and blistering. The patient restarted his coumain 2 days post-op and discontinued again, not currently taking. The patient is on lovenox. The patient continues to monitor his low hgb, level was 8.2 as of yesterday, and will continue to check weekly. The patient¿s wife is currently helping him with his wound care at home and was also seeing wound weekly. The patient¿s wife notes some increased redness around the site as of today. The patient is currently taking oral antibiotics and using topical antibiotics with no significant side effects. No other concerns. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was antibiotics. The actions and interventions taken to resolve the issue was the pump was explanted (B)(6)2022. It was unknown if the issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event.